Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient went to charge the implanted neurostimulator and the controller displayed software problem call medtronic. Now the controller was blank and unresponsive. During the call the patient removed the controller battery and plugged the controller into the ac power supply, patient verified the controller turned on. Patient got the message memory problem data has been lost repeat the set up process. Patient put the battery back into the controller and verified they were on daylight saving time. Patient unlocked their controller and got no device found. Patient unplugged the controller from the power supply and got battery empty cannot continue charge the controller. Patient mentioned the recharger had been getting hot for possibility a month now.

Manufacturer narrative:
H3: analysis of the product ID 97755-s. Serial# (B)(6), revealed no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.